Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services recommended that the healthcare professional hospitalize the patient and keep the patient under monitoring, perform an immediate box change. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services recommended that the healthcare professional hospitalize the patient and keep the patient under monitoring, perform an immediate box change. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. The device was not return for analysis.